Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the system was not booting up at all. During troubleshooting, fse found host pc was not booting up, no power to hdd and no green led's in back. Fse replaced host pc in m-cab and updated the license. After replacement the system was returned to use in good working order. The defective part was returned for analysis and investigation concluded that the main suspected failed component in the host pc was dvd drive. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not starting. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was faulty. The fse replaced the host pc which resolved the issue, and the device was returned to use in good working order.